Manufacturer narrative:
Device sample not sent to manufacturer. Photo of device sample was received by manufacturer. From the picture it was observed "clip broken from the female bosses". No other defects were observed. Add'l tests of the product involved in the complaint could not be conducted since the product was not returned. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation, however, the manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue reported: after loading; surgeon found the clip dropped and that clip was without bosses. No pt injury reported. Patient's current condition is good after laparoscopic hemicolectomy procedure.